Event description:
The customer reported that intermittently the monitors were black when the system booted up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections in the on/off switch were repaired. The system was tested and found to be working as intended and put back into service.